Manufacturer narrative:
Other applicable components are: product ID: wr9220, serial# (B)(4), product type: recharger; product ID: a90300, product type: software; product ID: fp9000m, serial#: unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that since the beginning they always had a hard time getting their charger to connect to their device and yesterday got 1707. Pt said they can feel the device put a sharpie on it put it all over waited, kept moving it, no matter where they put it, it would not connect then would give error. Pt said they also restarted it and got the message to hold down the power button but they did not remember the code. The following troubleshooting steps were performed; reset the handset twice , reset the recharger twice , after pt got another recharger not found message, pt entered the code manually, started charging successful but then said it was "sparking" at them (they noticed sensation). I recommended using recharger over a thin layer of clothing and pt did not report the sensation again, recommended moving away from possible sources of emi . The troubleshooting steps that were taken on the call resolved the issue. Pt confirmed recharging with an excellent connection and the ins battery level was 40 percent. 2021-12-15 (B)(4) (con, rep): additional information was received from the patient. It was reported that the patient stated they saw the following error code 1400 beginning two weeks ago. Pt also stated they have also seen the 1707 message on and off for the past month. Pt stated they will normally connect their recharger to their ins while standing up and then sit at their desk until they are fully recharged. Pt confirmed they will add pressure to their recharger while recharging, but when they use their recharging belt tightened all the way it will slip. Pt is not sure if this is because of the size or the material the belt is made of. Pt confirmed their internal neurostimulator (ins) is located on their right side and that they had a revision of their pocket site on (B)(6) 2021. Pt stated since they had their revision "its been funky to recharge". Pt clarified this to mean having a tough time connecting their recharger to their ins. The troubleshooting steps that were taken on the call resolved the issue. An email was sent to the repair department. Pt was redirected back to patient services if they continue to experience difficulty connecting their recharger to ins. No further complications were reported at this time.

Event description:
Additional information was received from the manufacturer representative. It was reported that logs will not be obtained because account and patient reside 300 miles from rep and ability to obtain patient handset, run logs, return handset cannot be accomplished in requested timeframe. No further complications were reported at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.